Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and expired. The lesion being treated was located in the 1st obtuse marginal with 75% stenosis and was 14 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with direct stent placement using a 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. At 170 days post index procedure, the patient developed a non-q wave st elevation myocardial infarction. The patient had been in long term care facility wherein he developed nausea, abdominal distension and went into pulseless arrest. He was then transferred to the hospital. The next day an ECG revealed sinus tachycardia with fusion complexes and st elevation indicative of anterior injury or acute infarct. Cardiac enzymes were elevated. A repeat ECG revealed atrial flutter, right bundle branch block and st elevation. Given the poor prognosis of the patient, cardiac catheterization was not recommended. The patient was continued on conservative/supportive care. Another repeat ECG showed absence of qrs complexes. The patient expired. An autopsy was not done. The physician has reported acute myocardial infarction as the cause of death.